Event description:
On (B) (6) 2010, the pt presented for eval of abdominal pain. She is status post lap ventral hernia repair with adhesiolysis on (B) (6) 2010 at which time the small bowel was noted to be incarcerated. On (B) (6) 2010, she had a exploratory laparotomy, removal of infected mesh, repair of enterotomy for a perforated viscus. During surgery proceed mesh was encountered and subsequently divided at which time there was noted to be a protack lying in the abdominal cavity directly overlying the small bowel that had approx 2 to 3 millimeter enterotomy. The enterotomy was repaired in a transverse fashion with use of 3-0 silk as simple interrupted suture. Mesh and remaining tacks were removed and sent to pathology with the free floating protack being sent in a separate container. The abdomen and pelvis was irrigated with saline and evacuated. Retention sutures were subsequently placed.